Event description:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # unknown / unknown cup/lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021-02439.

Event description:
It was reported a patient underwent an initial hip procedure on an unknown date subsequently the patient was revised due to impingement. Cutters were used to remove the cup. Attempts have been made and additional information on the reported event is unavailable at this time.